Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from egypt alleged 1 patient sample generated discrepant results on the cobas® sars-cov-2 assay for use on the cobas 6800/8800 system. Sample a generated a positive result for target 1 [sars-cov-2; CT value (34.3)] and target 2 [sarbecovirus; CT value (36.88)]. As the patient was not exhibiting symptoms, a new sample was recollected and retested on a different cobas® 6800/8800 system, which generated negative results for target 1 (sars-cov-2) and target 2 (sarbecovirus). The results were reported out to the patient and there was no harm indicated. The investigation of kit lot g29320 did not find any product problem. The CT values generated on the positive results indicates the sample is near the limit of detection of the test (lod) either due to true positivity or contamination by the practices employed at the customer site. It is also important to note that the customer was not performing periodic maintenance of the system, was pouring samples from the primary tube to the secondary tube without using a pipette, and does not change gloves between processes.

Manufacturer narrative:
The investigation of kit lot g29320 did not find any product problem. The CT values generated on the positive results indicates the sample is near the limit of detection of the test (lod), either due to true positivity or contamination by the practices employed at the customer site. (B)(4).